Event description:
Caller reported not observing insulin drops at the tubing's end during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer had overfilled the cartridge and was instructed not to do so by technical support, who also guided them to disconnect the tubing at the t:lock and fill it properly. However, the customer became argumentative, the call dropped, and further assistance was declined when contacted again.